Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-31252 follow up information received identified the patient's scs system leads were successfully replaced, and the reported issue addressed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-31252. It was reported the patient's scs system was not providing adequate pain relief. Reportedly, the issue began after the patient was hunched over and then stood up and smashed their back into a rack at work. The patient's pain returned after the incident. Multiple attempts to re-program the patient's scs system have been made, but the issue persists. Surgical intervention may be taken to address the issue.